Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before (B)(6) 2015. ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed the safety valve test and the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system was investigated by our filed service engineer at the hospital. The problem was solved by replacing the expiratory channel printed circuit board, the safety valve solenoid and the safety valve actuator coil, all parts related to the safety valve test and flow transducer test. The logs were not extracted and saved. The parts were discarded by the customer and are not available for investigation. Our conclusion is that the replaced parts caused the reported issues. We have however not been able to determine the true cause of why the parts failed.

Event description:
Manufacturer's reference number: (B)(4).